Manufacturer narrative:
A3 majority gender medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic conducted a post market clinical aggregate data collection survey to evaluate the safety and performance of the rapid cross balloon. Technical success, which was defined as successful delivery which was inflation, deflation, and removal of the rapid cross pta catheter without burst at or below the rated burst pressure followed by successful dilatation of target vessel, was achieved for all 51 patients treated. 1 case of bleeding requiring transfusion, not device related, causal relationship between procedure and adverse event requiring in-patient hospitalization or prolonged an existing hospitalization outcome resolved 1 case of sepsis, not device related, causal relationship between procedure and adverse event requiring in-patient hospitalization and surgery 1 case of abscess of the scarpa, causal relationship between procedure and adverse event requiring in-patient hospitalization and surgery 1 case of lower transatrial amputation, not device related, causal relationship between procedure and adverse event requiring in-patient hospitalization and surgery and reported to be resolved 1 case of thrombosis, not device related, causal relationship between procedure and adverse event requiring in-patient hospitalization and surgery and reported to be resolved.